Event description:
On (B)(6) 2011 customer reported that the act diff instrument was leaking from the front. Customer stated that both baths were full and there was fluid in the vacuum isolation chamber (vic). No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the waste line pinched. Fse moved the tube and ran samples and controls to verify operation. Fse verified repair per established procedures and results met published performance specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).